Manufacturer narrative:
The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the root cause of the customer reported issue of broken/damaged was due to the mech assy. Replaced cracked bezel, replaced cracked rear case, replaced upper pressure sensor for check IV error, replaced lower pressure for low psi, replaced left/right corroded iui. Based on the findings, service determined that the proximate cause of the customer reported issue was due to wear of the bezel assy. Device history review: a review of the device history record for sn (B)(4) was performed from date of manufacture 03/22/2008 to the present date 12/14/2020 and confirmed that this device was not previously returned for servicing and there were no production failures indicated on the source device.

Event description:
It was reported that the device was broken/damaged. There was no patient involvement.